Manufacturer narrative:
The device was not returned for analysis as the device was disposed; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device and a watchman fxd curve access system (was) were selected to be used. During the procedure, after deployment of the closure device, a thrombus was noted where the core wire meets the closure device. The physician aspirated the was sheath, recaptured the closure device, removed it and aspirated the was sheath again. The physician then advanced the pigtail wire, removed and flushed the was sheath, re-advanced the pigtail catheter, and deployed a new closure device. The first activated clotting time (act) was 252 seconds. Heparin was not administrated until just after the transeptal puncture. The patient was discharged the same day and is expected to fully recover.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device and a watchman fxd curve access system (was) were selected to be used. During the procedure, after deployment of the closure device, a thrombus was noted where the core wire meets the closure device. The physician aspirated the was sheath, recaptured the closure device, removed it and aspirated the was sheath again. The physician then advanced the pigtail wire, removed and flushed the was sheath, re-advanced the pigtail catheter, and deployed a new closure device. The first activated clotting time (act) was 252 seconds. Heparin was not administrated until just after the transeptal puncture. The patient was discharged the same day and is expected to fully recover.